Manufacturer narrative:
Per the tandem user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently enabled the feature lock setting. Tandem technical support assisted customer in disabling setting and insulin delivery was successfully resumed. Customer's blood glucose level was 220 mg/dl.